Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 280 units of insulin. The pump became frozen on the "prepare for cartridge" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. The customer¿s blood glucose level was 300 mg/dl. Reportedly, the customer was still receiving the minimum fill notification and used manual injections for insulin therapy.